Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on 07/24/2025, they were at work when they suddenly became unresponsive and lost consciousness. A coworker witnessed the event but was unsure of what had happened, so they alerted another colleague. The second coworker gave the patient juice, but the patient remained unresponsive. The coworker called for emergency medical services (ems). Upon arrival, paramedics checked his bg and noted a discrepancy of 33 points between the patient¿s cgm and bg meter. The patient was unable to recall the readings when asked. The patient was treated with intravenous (IV) fluids (not specified) after a few minutes, the patient started to feel better and declined going to hospital. He was sent home approximately an hour later. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. It was reported that bg meter reading taken by the nurse is 33 points off from the cgm reading. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.